Event description:
It was reported that an edwards' aortic bioprosthetic valve was explanted after an implant duration of approximately 8 years, due to aortic stenosis. Preoperative echo report indicates, "peak transaortic valve gradient equals 46 mmhg, mean transaortic valve gradient equals 23 mmhg, which is elevated even in the presence of a prosthetic valve. No regurgitation is seen. Mild left atrial enlargement. La volume index 31 ml/m2. Concentric left ventricular hypertrophy." The report also states patient had extensive mitral annular calcification. Operative report indicates, "the valve inspected. The leaflets were calcified. The valve was excised...[at the end of surgery] patient was taken to intensive care having tolerated the procedure well."

Manufacturer narrative:
X-ray. Evaluation summary: as received, the sewing ring was cut off at the inflow aspect exposing the wire form. The above disruption was most likely due to explant. The valve exhibited heavy calcification in the cusp area of leaflets 1 and 2, as evident in the x-ray. Moderate calcification was noted in the cusp area of leaflet 3. At the free margin of leaflet 1, calcification was moderate. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto leaflet 3 at the tissue inflow aspect at the greatest point by approximately 4mm. Host tissue was heavy at the stent inflow and minimal at the stent outflow. The returned device evaluation indicates calcification as the primary cause of the reported stenosis, in addition to host tissue overgrowth (pannus). The occurrence and time course of tissue calcification in bioprosthetic heart valves is highly variable among patients and the mechanisms for calcification are not fully understood. Patient biological factors, such as age, the state of the endocrine and immunological systems, and co morbidities, are believed to play important roles in the development of bioprosthetic valve calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
Evaluation method: device evaluation anticipated, but not yet begun the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The device was returned, however, evaluation is not yet complete. Edwards device evaluation results and event conclusions will be reported once completed.